Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5) complaint record ID # (B)(4).

Manufacturer narrative:
Updated fields: describe event or problem, concomitant products. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extender and pressure tubing were also returned. A kink was found on the catheter tubing approximately 41.4cm from the iab tip. Additionally a second kink was found on the catheter tubing near the y-fitting approximately 75.9cm from iab tip. The optical fiber was found to be broken at this location. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
It was reported that immediately after the intra-aortic balloon (iab) was inserted and connected to the pump, a "fiber optic sensor failure" alarm occurred and the fiberoptic cable did not register an aortic pressure. A second pump was obtained and it also did not generate an aortic pressure when connected. All attempts at resolving the alarm and restoring connection were unsuccessful. The hospital staff transduced the inner lumen for arterial pressure and the pump was started at 1:1. The iab was removed on (B)(6) 2024 as therapy was no longer necessary. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint (B)(4).

Event description:
It was reported that immediately after the intra-aortic balloon (iab) was inserted and connected to the pump, a "fiber optic sensor failure" alarm occurred. All attempts at resolving the alarm and restoring connection are unsuccessful. The hospital staff transduced the inner lumen for arterial pressure. There was no patient harm or adverse event reported.